Event description:
The customer observed a non-reproducible higher than expected vitros tropi es result from a single patient sample when using a vitros eciq immunodiagnostic system. Patient sample result: 0.156 ng/ml (ug/l) vs re-test result of <0.012. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The result was not reported from the customer¿s laboratory, and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros tropi es result was obtained from a patient sample when using a vitros eciq immunodiagnostic system. The investigation was unable to determine a definitive assignable cause of the event; however, the possibility that an unexpected reagent performance or inappropriate pre-analytical sample processing had contributed to the event could not be ruled out. No evidence to indicate that the customer¿s vitros eciq analyzer had malfunctioned was found.